Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side "needed emergency surgery," "pain, deformity, increase of sensibility, and capsular contracture baker grade IV." The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "needed emergency surgery," "pain, deformity, increase of sensibility, and capsular contracture baker grade IV." Healthcare professional later reported left side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional later reported left side rupture. Device has been explanted and replaced.